Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a thread on a maxan variable screw stripped while trying to remove it so it could be repositioned; the plate was placed too far laterally and the surgeon wanted to change its position. They were unable to be removed. The procedure was delayed for 15 minutes without reported patient impacts.

Event description:
It was reported that a thread on a maxan variable screw stripped while trying to remove it so it could be repositioned; the plate was placed too far laterally and the surgeon wanted to change its position. They were unable to be removed. The procedure was delayed for 15 minutes without reported patient impacts.

Manufacturer narrative:
Device evaluation: product was not returned and no photos or x-rays were provided. Device evaluation is unable to be performed. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: DHR unable to be reviewed as lot number is not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.